Event description:
Patient was sent for lead fluoroscopy and testing of device and found to have externalization of the wires on the right ventricular lead. Device also did not function appropriately during testing.